Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section h3:the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4613- minor injury/ illness / impairment (hm-blurry vision (not impacting daily life activities). Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model dxr00v, was implanted in the patient¿s right eye. Postoperatively, the patient experienced poor but not debilitating visual quality. The lens was subsequently explanted during a secondary surgical procedure and replaced with a non¿johnson & johnson lens. There were no capsule tears, unplanned vitrectomy, sutures, or medications beyond the standard of care required. The complaint device was discarded. No additional information was provided.